Manufacturer narrative:
The device was returned, the analysis has begun, but not yet completed. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The loss of capture allegation was not confirmed despite the inner coil fracture, because the helix fracture likely occurred during explant. No other conductor abnormalities were found. The perforation allegation was not confirmed by lab analysis but was assigned a cause code based on the field report, known inherent risk of device. The dislodgement allegation was not confirmed as lab observations and field report were insufficient to verify dislodgement.

Event description:
It was reported that this right ventricular (rv) lead experienced cardiac ventricular perforation about two months post implant. As a result, loss of capture and effusion was observed. Subsequently, the patient underwent a revision and a window procedure was performed. When the physician tried to reposition this rv lead for optimal placement on the second attempt, the helix mechanism would not retract. This rv lead was explanted and replaced with a different model lead. The rv lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned, the analysis has begun, but not yet completed. This investigation will be updated should further information be provided. Product analysis has begun, but not completed.

Event description:
It was reported that this right ventricular (rv) lead experienced cardiac ventricular perforation about two months post implant. As a result, loss of capture and effusion was observed. Subsequently, the patient underwent a revision and a window procedure was performed. When the physician tried to reposition this rv lead for optimal placement on the second attempt, the helix mechanism would not retract. This rv lead was explanted and replaced with a different model lead. The rv lead was returned. No additional adverse patient effects were reported.